Event description:
Customer received results of 55 mg/dl, 59 mg/dl, and 59 mg/dl on performa nano system 1, and a result of 91 mg/dl on performa nano system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 47118, expiration date 04/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.